Manufacturer narrative:
Evaluation summary: there were no other complaints reported in the iol lot. The cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. (B)(4).

Event description:
Additional information was received from the surgeon, who reported that the event continues. The patient has corneal edema from the extra manipulation required to remove and replace the lens.

Event description:
A surgeon reported that during loading of an intraocular lens (iol), the haptic tore. The surgeon performed an anterior vitrectomy and a backup lens was used to complete the procedure. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).